Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy due to oversensing. Fluoroscopy showed possible sub-clavian crush. Lead was capped and replaced.